Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise that lead to pacing inhibition with asystole greater than two seconds. It was also noted that the oversensing lead to the patient receiving inappropriate tachycardia therapy. The patient was brought into the clinic where it was noted that he was using a pneumatic gun to change car tires which caused vibration and the subsequent oversensing of noise. The physician will be monitoring the patient and advised him to moderate certain activities that may cause electromagnetic interference (emi). No additional adverse patient effects were reported.

Event description:
Additional information was received that the rv lead continued to exhibit oversensing of noise leading to inappropriate therapy delivery. Further evaluation revealed low impedance measurements. The lead was subsequently explanted due to insulation damage and a subclavian crush. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.